Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture : unable to observe as it is a medical event that is not related to the device. No additional observations: no further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional via distributor reported "pain and grade IV capsular contracture" this is for the right side device. The device has been explanted.

Event description:
Healthcare professional via distributor reported "pain and grade IV capsular contracture" this is for the right side device. The device remains implanted.

Manufacturer narrative:
Cont. E.1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.